Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient reported in a survey that they were hospitalized due to pd not working properly. No additional information was provided. Follow-up was conducted with the clinic in which it was confirmed the patient was transferred to in-center hemodialysis (hd) on an unknown date. There was no information on the hospitalization or the patient¿s report of pd not working properly as the patient¿s records had been closed out. The patient passed away on (B)(6) 2021. The file was closed out of the system.

Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Plant investigation: this event represent a reportable serious injury in which a patient was hospitalized; therefore a serious injury MDR will be generated and filed.

Event description:
This peritoneal dialysis (pd) patient reported in a survey that they were hospitalized due to pd not working properly. No additional information was provided. Follow-up was conducted with the clinic in which it was confirmed the patient was transferred to in-center hemodialysis (hd) on an unknown date. There was no information on the hospitalization or the patient¿s report of pd not working properly as the patient¿s records had been closed out. The patient passed away on (B)(6) 2021. The file was closed out of the system.